Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented on (B)(6) 2020 with sepsis secondary to a chronic pseudomonal driveline infection. The patient developed acute kidney failure with significant volume overload and pulmonary edema requiring dialysis which was initiated on (B)(6) 2020. The patient was treated with tobramycin for the infection and suffered a stroke on (B)(6) 2020 with head computed tomography (CT) scan showing bilateral subarachnoid hemorrhages. On (B)(6) 2020 the patient was intubated for acute respiratory failure. The patient then became hypotensive and required vasoactive medications. On (B)(6) 2020 the patient was changed to a do not resuscitate code status 4. On (B)(6) 2020 all aggressive measures including dialysis, the lvad, and the ventilator, were stopped and the patient expired. The cause of death was determined to be congestive heart failure. No event date provided for the chronic infection; therefore, event captured as part of this report.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s chronic driveline infection and sepsis could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. The device reportedly operated as intended. It was also reported that heartmate ii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hmii lvas IFU lists bleeding, infection, respiratory failure, sepsis, renal failure, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Furthermore, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. No further information was provided. The manufacturer is closing the file on this event.